Event description:
See initial report.

Manufacturer narrative:
H10: two (2) over five (5) devices which were in use at the hospital resulted to be contaminated. Only one serial number has been provided ((B)(6)) which is the device claimed in this specific case. A follow up report for the other cases associated to this specific device has been filed. The second serial number remains unknown as well as the type of contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow-up communication livanova learned that the date of the surgery was 03 (B)(6) 2018. Moreover, livanova learned that on (B)(6) 2019 the patient was confirmed to be infected with m.avium intracellulare complex and m.chimaera was identified. The patient is being treated. Through further follow-up communication with the chief perfusionist livanova learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices are very clean and there is no sign of biofilm. The devices are located inside the operating theatre during use. We are currently waiting to know the result of microbial sampling performed at customer site. Reportedly the tests are still in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity: partial information about the patient has been provided. The date of the event will be provided in a supplemental report if made available. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(4). Livanova deutschland initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a medwatch #1700400000-2019-8014 stating that a (B)(6) male patient had coronary bypass surgery in last december in which the livanova 3t heater-cooler device was utilized during the procedure. Patient presented to clinic a few months ago for evaluation of sternal wound and returned to surgery the following day (after evaluation). Cultures from sternal wound tested positive with mycobacterium chimaera. In the report is stated that the date of event was (B)(6) 2018.